Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level resulting in a hospitalization; cause of high bg was not provided. Bg level was unknown. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.